Event description:
This supplemental report was created due to product analysis. Boston scientific received information that this right ventricular lead insulation had outside abrasion from the patients mechanical valve. Furthermore, low impedance was noted. There was no compromised therapy or pacing observed. Moreover, this rv lead was explanted and was sent for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the low impedance was due to abrasions through to the rs- lumen. The abrasions 68-103 millimeters from the tip were consistent with lead and mechanical heart valve interaction within the heart. Laboratory analysis confirmed reported allegation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular lead insulation had outside abrasion from the patients mechanical valve. Furthermore, low impedance was noted. There was no compromised therapy or pacing observed. Moreover, this rv lead was explanted and was sent for analysis. No additional adverse patient effects were reported.